Event description:
The customer reported the following: "wire inserted down the cardiac vein (posterior lateral) lead positioned over the wire and wire drawn back, part of the wire tip sheared off and left inside the vessel- unable to retrieve, consultant clinically decided there was no risk to leave the part of the wire where it was."

Manufacturer narrative:
A lot history review carried out for the lot number involved in the incident demonstrated the lot was manufactured to specification ((B)(4)). There was no reported injury to the patient.